Event description:
Reportedly, the physician had screwing difficulties during the implantation attempt; no further details are available.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Conclusion: the electrical characteristics of the returned device were within specs. The inspection of the connector header revealed: damages at the distal ventricular level (hole in the corresponding silicone cover). The distal ventricular setscrew was damaged and completely unscrewed, these damages confirm difficulties were met during the screwing/unscrewing operations, the ventricular setscrew could not be reintroduced in the terminal block. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning of the implantation procedure or when disconnecting the device, i.e. Whether there is a link between these damages and the reported event. The slit of the silicone cover of the distal atrial setscrew slot was not exactly centered, but during analysis, it has not prevented to introduce the screwdriver through the slit, no damages were observed at the atrial level.